Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the hcp stated that the patient was in the hospital and they thought the pump will be empty tomorrow based on a manufacturer representative (rep) checking it sometime last weekend. The manufacturer's technical services specialist (tss) reviewed low and empty alarms. The hcp stated no one had heard any alarms at this point. Tss reviewed options for silencing alarms if they start to hear them, and also reviewed the option to fill the pump with saline if they could not refill it with drug to prevent possible pump damage. The hcp indicated they were working up the patient for a suspected infection potentially related to a previous catheter segment that was left in place when the pump was replaced. They then clarified that the patient had "inflammation" based on a lumbar puncture (lp) sample so they were treating it like an infection. The hcp wanted a local rep to read pump again since they were not hearing any alarms and to verify when pump will actually go empty. The hcp was transferred to the national answering service (nas).

Manufacturer narrative:
Continuation of d10: product ID 8709; serial# (B)(6); implanted: 2000-10-04; explanted: (B)(6) 2013; product type catheter; ubd: 1 1-sep-2002; UDI: (B)(4) section b2 should have been marked as "other" for seizures and meningitis on the initial report, instead of congenital anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 23-may-2015, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine. The indication use was non-malignant pain and failed back surgery syndrome. The healthcare provider (hcp) reported mental status and meningitis-like symptoms including seizures. The hcp thought the catheter was fractured but then stated that the catheter fracture they saw under x-ray was just remaining catheter tip of the 8709. They were planning to do magnetic resonance imaging (MRI).